Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The customer reported that he activated the device at 7:29pm on (B)(6). Blood glucose history, insulin treatment and carbohydrate intake for the pod are as follows: see scanned table. At 10:55 am the pod was deactivated and he observed that the cannula was kinked right in the middle.